Manufacturer narrative:
No. 133900 filter similar products sold in (B)(6) without any complaint about leak. Potential contamination very low. Investigation still ongoing at this date.

Event description:
Loss of integrity of the filter during filtration. Blood leaked from filter. Filtration condition: blood storage 1 degree before filtration 22 celsius. Blood storage time before filtration 5 hours. Filtration 1 degree - 22 celsius. Filtration time; approx. 6mm. Blood center: gulf coast. Duration number: (B)(4).